Manufacturer narrative:
Additional information provided in d9, g4, and h3. Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received with reduced dwell) simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The voltage verification check passed. The system air leak test passed. The valve actuation test passed. The teach pump test passed. The patient sensor check passed. An internal visual inspection of the returned cycler encountered no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and was diagnosed with peritonitis. The patient reported his pd catheter (not a fresenius product) was surgically removed, and he transitioned to incenter hemodialysis (hd). No additional information was provided during intake. In the days leading up to the patient¿s hospitalization, clinical progress notes indicated the patient was complaining of shortness of breath (dyspnea) since (B)(6) 2023. The patient reported concerns his dyspnea was likely an indicator his atrial fibrillation (a-fib) had returned, and his pd registered nurse (pdrn) recommended he go to the hospital. The patient was not hospitalized, and additional clinical progress notes revealed the patient was consistently non-compliant (i.e., mircera dosing, performing treatment, clinic appointments/recommendations). Additionally, the patient refused to be assessed at the outpatient home dialysis clinic on multiple occasions, despite experiencing continued dyspnea, as well as weakness and malaise. On 3/jan/2024, the patient presented to the emergency room (ER) after no ccpd therapy in 48 hours (rationale not provided), with worsening abdominal pain (3-weeks, sharp, pain scale = 9/10), diarrhea (upwards of seven stools per day), nausea, and fever. The patient¿s admission vitals included: blood pressure = 102/65, heart rate = 110 bpm, respiration rate = 16 min, temperature = 37.8 ¿ 38.2, oxygen saturation = 100% (baseline 3-liter oxygen requirement). A computed tomography (CT) scan of the patient¿s abdomen revealed possible gastritis, colonic wall thickening, fluid in the sigmoid colon, and stranding edema with mild free fluid in the abdomen or pelvis. The patient was formally admitted and diagnosed with peritonitis and clostridium difficile. The patient was treated with oral vancomycin, intravenous (IV) cefepime, and IV flagyl (doses, frequency, duration not provided). On (B)(6) 2024, the patient underwent the surgical placement of a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt the same day. The hpm reported the patient transitioned to hd because he no longer wanted to perform pd therapy at home. The remainder of the patient¿s hospitalization was unremarkable; however, it should be noted the patient¿s hemoglobin dropped to 5.9 g/l (cause not provided) and he was transfused with 2 units of packed red blood cells (hemoglobin increased to 8.3 g/l). The patient was discharged on (B)(6) 2024 in stable condition and will begin incenter hd on (B)(6) 2024. Upon discharge, the patient¿s antibiotic regimen was changed to IV vancomycin 500 mg post hd 3 times-a-week, IV ceftazidime 1000 mg post hd 3 times-a-week, and oral flagyl 500 mg twice daily until (B)(6) 2024 due to culture negative pd catheter (not a fresenius product) associated peritonitis. Additionally, the patient¿s oral vancomycin continued for 10 days due to the clostridium difficile infection. Per the documentation provided, the patient has recovered from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 9/jan/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and was diagnosed with peritonitis. The patient reported his pd catheter (not a fresenius product) was surgically removed, and he transitioned to incenter hemodialysis (hd). No additional information was provided during intake. In the days leading up to the patient¿s hospitalization, clinical progress notes indicated the patient was complaining of shortness of breath (dyspnea) since (B)(6) 2023. The patient reported concerns his dyspnea was likely an indicator his atrial fibrillation (a-fib) had returned, and his pd registered nurse (pdrn) recommended he go to the hospital. The patient was not hospitalized, and additional clinical progress notes revealed the patient was consistently non-compliant (i.e., mircera dosing, performing treatment, clinic appointments/recommendations). Additionally, the patient refused to be assessed at the outpatient home dialysis clinic on multiple occasions, despite experiencing continued dyspnea, as well as weakness and malaise. On (B)(6) 2024, the patient presented to the emergency room (ER) after no ccpd therapy in 48 hours (rationale not provided), with worsening abdominal pain (3-weeks, sharp, pain scale = 9/10), diarrhea (upwards of seven stools per day), nausea, and fever. The patient¿s admission vitals included: blood pressure = 102/65, heart rate = 110 bpm, respiration rate = 16 min, temperature = 37.8 ¿ 38.2, oxygen saturation = 100% (baseline 3-liter oxygen requirement). A computed tomography (CT) scan of the patient¿s abdomen revealed possible gastritis, colonic wall thickening, fluid in the sigmoid colon, and stranding edema with mild free fluid in the abdomen or pelvis. The patient was formally admitted and diagnosed with peritonitis and clostridium difficile. The patient was treated with oral vancomycin, intravenous (IV) cefepime, and IV flagyl (doses, frequency, duration not provided). On (B)(6) 2024, the patient underwent the surgical placement of a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt the same day. The hpm reported the patient transitioned to hd because he no longer wanted to perform pd therapy at home. The remainder of the patient¿s hospitalization was unremarkable; however, it should be noted the patient¿s hemoglobin dropped to 5.9 g/l (cause not provided) and he was transfused with 2 units of packed red blood cells (hemoglobin increased to 8.3 g/l). The patient was discharged on (B)(6) 2024 in stable condition and will begin incenter hd on (B)(6) 2024. Upon discharge, the patient¿s antibiotic regimen was changed to IV vancomycin 500 mg post hd 3 times-a-week, IV ceftazidime 1000 mg post hd 3 times-a-week, and oral flagyl 500 mg twice daily until (B)(6) 2024 due to culture negative pd catheter (not a fresenius product) associated peritonitis. Additionally, the patient¿s oral vancomycin continued for 10 days due to the clostridium difficile infection. Per the documentation provided, the patient has recovered from the serious adverse events.

Event description:
On 9/jan/2024, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and was diagnosed with peritonitis. The patient reported his pd catheter (not a fresenius product) was surgically removed, and he transitioned to incenter hemodialysis (hd). No additional information was provided during intake. In the days leading up to the patient¿s hospitalization, clinical progress notes indicated the patient was complaining of shortness of breath (dyspnea) since 8/dec/2023. The patient reported concerns his dyspnea was likely an indicator his atrial fibrillation (a-fib) had returned, and his pd registered nurse (pdrn) recommended he go to the hospital. The patient was not hospitalized, and additional clinical progress notes revealed the patient was consistently non-compliant (i.e., mircera dosing, performing treatment, clinic appointments/recommendations). Additionally, the patient refused to be assessed at the outpatient home dialysis clinic on multiple occasions, despite experiencing continued dyspnea, as well as weakness and malaise. On (B)(6) 2024, the patient presented to the emergency room (ER) after no ccpd therapy in 48 hours (rationale not provided), with worsening abdominal pain (3-weeks, sharp, pain scale = 9/10), diarrhea (upwards of seven stools per day), nausea, and fever. The patient¿s admission vitals included: blood pressure = 102/65, heart rate = 110 bpm, respiration rate = 16 min, temperature = 37.8 ¿ 38.2, oxygen saturation = 100% (baseline 3-liter oxygen requirement). A computed tomography (CT) scan of the patient¿s abdomen revealed possible gastritis, colonic wall thickening, fluid in the sigmoid colon, and stranding edema with mild free fluid in the abdomen or pelvis. The patient was formally admitted and diagnosed with peritonitis and clostridium difficile. The patient was treated with oral vancomycin, intravenous (IV) cefepime, and IV flagyl (doses, frequency, duration not provided). On (B)(6) 2024, the patient underwent the surgical placement of a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt the same day. The hpm reported the patient transitioned to hd because he no longer wanted to perform pd therapy at home. The remainder of the patient¿s hospitalization was unremarkable; however, it should be noted the patient¿s hemoglobin dropped to 5.9 g/l (cause not provided) and he was transfused with 2 units of packed red blood cells (hemoglobin increased to 8.3 g/l). The patient was discharged on (B)(6) 2024 in stable condition and will begin incenter hd on (B)(6) 2024. Upon discharge, the patient¿s antibiotic regimen was changed to IV vancomycin 500 mg post hd 3 times-a-week, IV ceftazidime 1000 mg post hd 3 times-a-week, and oral flagyl 500 mg twice daily until (B)(6) 2024 due to culture negative pd catheter (not a fresenius product) associated peritonitis. Additionally, the patient¿s oral vancomycin continued for 10 days due to the clostridium difficile infection. Per the documentation provided, the patient has recovered from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a clostridium difficile infection and sterile peritonitis (characterized by weakness, malaise, nausea, abdominal pain, fever, and diarrhea), which required hospitalization and antibiotic therapy. The etiology of either infection is unknown; therefore, causality could not be firmly established. However, per the pdrn¿s response, the patient transitioned to hd due to personal preference, and not due to any fresenius device(s) and/or product(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, clostridium difficile infections in pd patients being treated for peritonitis frequently require longer durations of antibiotics and multiple changes in the antibiotic regimen. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.